Event description:
Additional information was received. It was reported that the patient presented to the ER with abdominal pain and under ultrasound it was determined to be a type iii separation endoleak between the endurant cuff and aneurx main body. Per the physician, the cause of the endoleak is unknown. The physician decided to implant an endurant 32x32x49 cuff between the main body and cuff. Upon withdrawal the delivery system, the tip of the catheter went through one of the suprarenal stents in the original endurant cuff. After manipulation the device was retrieved. A second endurant cuff was implanted to cover the bunching of the previously placed graft due to manipulation of the catheter while attempting to recapture the tip capture mechanism. Difficulty was also encountered recapturing the tip and retrieving the stent due to the manipulation of the device. An angiogram was performed and a type iii endoleak was observed. A third endurant cuff was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm seven years and four months. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a recent CT demonstrated, that the aortic neck is 20 mm in diameter at the lowest renal artery, just proximal to the top of the stent graft the aortic neck is 31 mm in diameter. There is disease progression and the aortic neck has 30 degree angulation. There is no calcification or tortuousity in the iliac limbs. The patient was lost to follow up and the last CT on record was from five years ago. The recent CT demonstrated that the stent graft has migrated distally 18 mm from the lowest renal artery with a proximal type I endoleak present. The patient has not been treated and will be monitored for treatment at a later date. The patient is fine.

Event description:
Additional information was received. It was reported that the patient was successfully treated approximately four weeks ago with an endurant extension cuff.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).

Manufacturer narrative:
(B)(4).